Event description:
Device malfunction: foot and needle break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a foot and needle break occurred. The physician suspects that the broken pieces remain in the patient's anatomy; however, this is unconfirmed. The patient has been monitored and is reported to be doing fine. Hemostasis was achieved using an angio-seal. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.